Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone receiving a no delivery alarm from his insulin pump. During troubleshooting it was discovered that there was resistance to insulin flow through the customer's reservoir. The customer did a complete set change and resolved the occlusion, and his blood glucose value was reported as 72 mg/dl. Nothing was returned or replaced.